Event description:
The pictures were sent to arjohuntleigh representative showing that lift has a broken lift cable. No other information were available despite our best efforts. MFR #3007420694-2013-00062.